Event description:
The facility reported a colleague infusion pump with a failure code of 814:04 on channel c on power on. Following a review of the pump's event history, the failure code 814:04 was determined to have interrupted delivery. This alarm occurred five times, in the biomed service department. The contact did not know if there was patient/user involvement, injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The customer reported that the date of the event was (B)(6) 2011; however, according to the event history, the event occurred on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 814:04 was confirmed and reproduced during product evaluation. The assignable cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. This issue has been escalated to CAPA.